Event description:
Physician attempted suprapubic tube exchange. Exchange was unsuccessful. The suprapubic tube balloon would not deflate. Attempted flexible cystoscopy with multiple graspers and kumar catheter unable to puncture the balloon. Unable to place spinal needle to puncture balloon. Patient could not tolerate anymore manipulation and was sent to the o.r. For endoscopic balloon deflation.